Manufacturer narrative:
Screws (product ID: unknown; qty: unknown; qty:2) were used in the surgery. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion( acdf) surgery at c4-c7 levels. During a 6 months follow-up post-operatively, the top level screws had backed out. No patient complications were reported.

Manufacturer narrative:
Immediate and delayed post op imaging for c4-7 acdf provided. The initial ap/lateral imaging show satisfactory hardware placement, but the delayed imaging shows absorption of the plate into the c4 vertebral body with a paucity of the bone in the interbody spaces, a mild worsening of the c4-5 spondylolisthesis, and a screw back out at this level. The presumed cause is instability and failure of fusion. If information is provided in the future, a supplemental report will be issued.